Event description:
The customer's blood glucose level was 235 mg/dl.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 230 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.